Event description:
The account stated a transporter unplugged the bed and placed it into steer and did not touch the intellidrive handles yet, but the bed started moving forward. They grabbed the handles but the bed wouldn't stop. The bed hit a computer on the wall and then stopped but it was still trying to go forward. The account took the bed out of steer to stop it. No injuries.

Manufacturer narrative:
The account's mechanic isolated the issue down to the right push handle. He replaced the right push handle to repair the bed.